Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Subsequently, it was reported that a minimum fill notification occurred after reloading the cartridge with 280 units of insulin. Customer's blood glucose level was 280 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.